Manufacturer narrative:
Continuation of concomitant products: 694765 lead, implanted: (B)(6) 2004; dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was noted that the patient experienced an exacerbation of congestive heart failure which resulting in shortness of breath and fatigue.the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead exhibited a conductor fracture and an insulation breach. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) study.